Event description:
The customer reported that, during a diagnostic colonoscopy procedure involving an olympus colonovideoscope, instruments could no longer pass through the inner sheath while the device was inside the patient. The procedure was completed using a backup olympus colonovideoscope. No patient injury was reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the completed investigation, the reported problem with the inner sheath where the instruments no longer passed was due to a clogged channel tube. The root cause of this was not established. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.